Manufacturer narrative:
Product event summary: analysis found the touch screen was damaged at two spots (left upper side of the screen). This created a permanent deviation on the left side of the touch screen. Analysis also found the bezel was damaged, the media door was ripped out from the programmer, and the cover hinge bullets were missing. The upper case, left keyboard cover rail, and both pins of the card reader were cracked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.